Manufacturer narrative:
Updated fields: b4, b5, e1 (event site address), e2, e3, g2, g3, g6, g7, h2, h10, h11. Corrected field: d5.

Event description:
It was reported that before use the ECG signal was not displayed in the cs300 intra-aortic balloon pump (iabp). There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and during checking with trainer and balloon connected, confirmed that the unit was functioning properly. The fse then proceed by removing the connections and then re-connecting all the ECG connections on the front end board. Subsequently, unit passed all functional and safety test per factory specifications. Unit working fine. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that the ECG signal was not displayed in the cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, corrected fields: d1, d4, e1, e2, e3, g2, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit with a trainer and balloon connected, and stated that the unit was working properly and there were no problems found with the unit. The fse also stated that to insure that there was no connectivity issue in the future, the fse removed and reconnected all the connections on the front end board. The fse then performed all functional tests, which passed successfully. Also, the fse checked and observed the unit with trainer and balloon connected, and the unit was working fine. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected field: h4.

Event description:
N/a.